Event description:
Pt underwent bilateral breast reduction surgery. 2-0 maxon absorbable sutures were used. The pt was returned to surgery where it was discovered the pt had an abscess. A suture was found in the abscess. Clinical diagnosis: right breast suture abscess with extruding suture. The pt required overnight hospitalization and IV antibiotic therapy.